Event description:
It was reported, that there was rv lead noise. Yesterday at 3pm, patient was sitting in recliner and felt flush to the face/cheeks, red and was fine afterwards. He mentioned something to his wife, but she said that he looked fine. Today they noted, rv impedance oor. And noticed episode of noise and asystole lasting 9 seconds. Dr. (B)(6) reviewed episode and asked patient to get admitted to ER at (B)(6) hospital. Rep just programmed device to cautery mode to vvo with tachy mode off. They are considering rv lead revision tomorrow. Pace/sense portion of the lead was capped, and new lead was implanted into the pace/sense portion on (B)(6) 2019. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).